Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose rose to 380 mg/dl and ketones of 1.7 mg/dl. The patient reported symptoms of nausea, vomiting and stomach pains while wearing the pod on the arm for between 1 and 4 hours. The patient was prescribed vomex 300 mg to treat the nausea. In order to treat the hyperglycemia, a double correction was administered with a pen and a new pod was applied by the patient's mother.